Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was liquid ingress on the pcb. Physio-control observed a liquid trail from resistors r364, r358, r370 and diode cr12; however, there was no conclusive indication of what the liquid was, or how it got on to the pcb assembly.

Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it would not complete the boot-up process. As a result, defibrillation would not be possible if it were necessary.